Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following: the user handling of the device reprocessing was inappropriate. The device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third-party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels and the distal end of the device. The testing result cleared the german guideline. After the additional microbiological testing, (B)(4) evaluated the device and confirmed that the adhere of light guide/ccd cover lens and bending section rubber was worn out. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021. Brush test: enterobacter cloacae complex (1 cfu), water control cultivation: pseudomonas aeruginosa (150 cfu/100ml), klebsiella oxytoca gruppen (4 cfu/100ml) second time; (B)(6) 2021. Brush test: pseudomonas aeruginosa (2 cfu), water control cultivation: pseudomonas aeruginosa (200 cfu/100ml) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.